Event description:
It has been reported to philips that the footswitch failed. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and found footswitch failed. After reviewing log, it is found potential issue with the footswitch. The cause of the wired footswitch failure could be determined by the supplier's part analysis and found anti-slip rubber missing that is a mechanical issue. To resolve the issue, fse replaced the wired footswitch. After replacement of the wired footswitch, the system is returned to good working condition. The codes were updated based on the investigation outcome.